Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2007 to treat uterine prolapse, vaginal vault prolapse, cystocele, rectocele and stress urinary incontinence. It was also reported that following insertion the patient experienced pain, infection, and urinary/bowel problems. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and sparc sling system were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
Date sent to the FDA: 02/07/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.